Event description:
Event: surgical intervention to repair endoleak. Case details: the pt was implanted in 2000 with an ancure endograft. In 2002, the pt presented with symptoms of an aneurysmal rupture. A CT scan confirmed a rupture near the aortic bifurcation as well as a type I endoleak at the left iliac attachment system with disease progression extending to the iliac bifurcation. An internal placement graft was sewn to the distal graft limb and attached to the left common iliac artery. This contained the endoleak and the pt was last reported to be hemodynmically stable.